Event description:
Have a dexcom g7 receiver that is malfunctioning. Also unable to sync the dexcom g7 sensor with the app when outside of the us. Tried calling dexcom tech support was on hold for over 1.5 hours and no answer.